Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified on the returned implants which would have been responsible of the event. The observations suggest the following scenario: - the rod not perpendicularly reduced to the pedicle screw when in contact with the conical portion of the pedicle screw may induce asymmetric over- load to the break-off nut, - the break-off nut slightly angled due to the over- load comes in abutment with the pedicle screw thread explaining why the pedicle screw turned with the break-off nut and why there is a hard point at threads below the break-off zone of the pedicle during the tightening the break-off nut. The origin of the 2 first worn threads of the pedicle screw post and the hard point at this location during the tightening of the break-off nut may happen once pushing the break-off nut on the pedicle screw post to start the tightening.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During final tightening, the screw broke. The surgeon replaced the screws with no patient complications. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.